Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope displayed an error code that is unsupported error e315. The issue occurred during preparation for use and before the patient was in the room. The intended procedure was a diagnostic endobronchial ultrasound (ebus), which was delayed by 3 hours, and the procedure was completed with another similar device from another facility. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.